Event description:
In 2007, a clinical incident involving a visage micro touch wand was reported to arthrocare corporation. During a visage treatment, it was reported the wand was used on pt's face. A wire was sticking out of device and scratched pt's neck. Scratch was treated with bioelectrical device (treatment for scars) and epi-once cream (cream for scars). It was also reported the end user of the device attempted to check to device and sustained two scratches which was treated with epi-once cream. It was reported the device had been previously used four times and reprocessed prior to use.

Manufacturer narrative:
The device was not returned for investigation. It was reported the device had been previously used four times and reprocessed prior to use. The instruction for use for the device contains the following warnings: "do not attempt to clean or resterilize. The wands are supplied sterile for single use only."